Manufacturer narrative:
The physician replaced the siderail latch cover to repair the bed.

Event description:
Info received indicates the head siderail latch cover was bent which prevented the siderail from latching.